Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number p94g04, and no non-conformances were identified. Additional information provided: there was an appointment today with dr. Regarding the complaint. The patient had to be post-operated 2 times. The following information was requested, but unavailable: please confirm the surgical procedure. What was the grade of hemorrhoids? Were the hemorrhoids circumferential or in specific quadrants? Please describe. What is the surgeon¿s experience with the pph procedure? What is the surgeon¿s experience with the pph device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the surgeon wait 30 seconds after closing the device and then 20 seconds after firing? Was a complete washer transection confirmed? What is meant by ¿incomplete seam row¿? Can more description be provided about the staple form and the location of the incomplete seam row? What was the reason for the reoperations? How many days post-op did each of the two reoperations occur? What was done during the reoperations? What is the current status of the patient? Response: no further additional information available.

Event description:
It was reported that during an unknown procedure, incomplete seam row, which had to be sewn by hand. Patient did not get hurt.